Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies.